Event description:
During a vats lobectomy procedure, staple formation was irregular and there was a little bit of bleeding. Not noted how case completed.

Manufacturer narrative:
Evaluation summary: one device and three cartridges (b-c-d) were returned. The device was returned in good visual condition. When tested for functionality with a test cartridge, it fired confirming. The staples were noted to have the proper b-formation. Cartridges b-c were returned fully fired, cartridge d was returned unfired; the three cartridges were noted to be in good visual condition and with the lockout tab in normal condition; cartridge d was tested for functionality with a test device and it firfed conforming; the staples were noted to have the proper b-formation. A batch record review was performed and no anomalies were found during the manufacturing process.